Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. Two samples of the reported lot were returned for evaluation. Product arrived in an unopened pouch. A visual inspection found no visible anomalies. Sheath was split in half even with no issues; therefore, the reported condition is not confirmed. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. The root cause could not be determined.

Event description:
During the insertion of the catheter the peel-away portion of the sheath tore apart before the entirety of the sheath was removed from the body. No adverse event occurred to the patient.